Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor would not turn on. There was no patient involvement.

Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. Trouble shooting revealed that the unit had a defective mains inlet and a blown fuse. The mains inlet and fuses were replaced, and the compressor was returned to service after successful functions and safety checks were performed. Evaluation of the ventilator logs confirmed that there was no ventilation of a patient on the date of event. Visual inspection of received photos of the mains inlet confirms that it is defective. The blown fuse or the mains inlet have not been investigated further, but earlier investigations of similar complaints determine that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.